Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The technician advised the customer to call endo manager to confirm what signal they are expecting from the olympus device (serial digital interface (sdi), red, green, and blue (rgb/s), s-video (y/c), or composite). This indicates that the cv-190, the serial digital interface 1 out is connected to the oev-262h, and the serial digital interface 2 out is connected to the wall plate, which feeds another monitor on the wall. The only cables connected to the cv-190 are the serial digital interface cables. The signal coming out these terminals are good. It is necessary to trace the cable from the endo manager back to the olympus system. The technician called the customer days later and she said the issue was from the endo manager to the monitor and was resolved. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to wrong connection. Olympus will continue to monitor field performance for this device.